Event description:
It was reported that during a thyroid procedure, the clips were delivered acrossed. There was no patient consequence. Unknown how case as completed.

Manufacturer narrative:
Date sent: 11/06/2007. Information anticipated, but unavailable at this time.